Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during a cranial vault procedure, it was observed that the pen drive device hand piece was malfunctioning. It was reported that a spare device was available for use. It was not reported if there were any delays in the surgical procedure. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device runs continuously in the forward position, cable and coupling failure, will not move to lock position with gauge (B)(4), labeling and etching were hard to read, corrosion on internal components, electric motor control unit is seven years old. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear and failure to follow sterilization and/or maintenance procedures per the directions for use. If additional information should become available, a supplemental medwatch will be submitted accordingly.